Event description:
It was reported that during a ventricular arrhythmia episode, this implantable cardioverter defibrillator (ICD) delivered two appropriate anti-tachycardia pacing (atp) bursts and two appropriate shocks, which initially accelerated the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf) before the second shock successfully converted the rhythm. The plan is to further evaluate the patient. No additional adverse patient effects were reported. This ICD remains in service.